Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to the patient's health conditions, unrelated to the device.